Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A user facility report was received from a risk manager reporting the left eye was treated with the right eye treatment plan during photo refractive keratectomy (prk) procedure. Report indicated facility is waiting for eye to stabilize before performing a prk enhancement for the left eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The reported event could be user error as eye recognition is in place for optimized-treatments- a message should be displayed to check the eye. No technical abnormalities could be identified within the report description. When a treatment is aborted it would restart with the next treatment (eye). The aborted treatment should be selected manually to continue where it was interrupted. The root cause could not be identified conclusively. The most likely root cause is user handling by erroneously confirming the wrong eye to be treated. (B)(4).